Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (b)(6 underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, the patient experienced a fever and the stoma had a bad smell. Covid test is negative. On (B)(6) 2020 the patient was diagnosed with a stoma site infection; initiated topical silver nitrate and oral antibiotic treatment, augmentin 875 mg three times a day from (B)(6) 2020 to (B)(6) 2020. On (B)(6) 2020 the patient underwent a tube replacement procedure. On (B)(6) 2020, the patient continues to evolve well, without fever, decreased erythema and exudate, and persistent granuloma.

Event description:
On an unknown date, the patient experienced persistent fever and stoma site granuloma. In (B)(6) 2020, urine and peristomal cultures were collected. On (B)(6) 2020, it was reported that the peristomal culture resulted positive for unknown organism. The patient was treated with a second oral antibiotic, levofloxacin, from (B)(6) 2020 to (B)(6)2020. The stoma site shows slight exudate and improvement of erythema, which is treated with topical chlorohexidine and saline solution.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.